Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during an unspecified procedure using the subject device, on (B)(6) 2021 the stent which implanted 5 years ago was removed from a bile duct by the forceps. However, the part of flap remained inside the bile duct. On (B)(6) 2021 the surgeon retrieved the fragment from the bile duct using the endoscope. It was not found why the stent had been implanted for 5 years.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation and investigation. Therefore, the reported phenomenon or condition of the device could not be confirmed. Although the lot is unknown, the following items are inspected at the manufacturing site, and only those that pass the inspection are shipped. -appearance: previous similar cases have shown that the side flaps possibly deteriorated due to digestive fluid or internal environment of the patient. The side flaps might have deteriorated due to the chemical effects of digestive fluid and the mechanical effects of peristalsis, causing the side flap damage. However, the subject device was not delivered for investigation. Therefore, the exact cause of the reported event could not be identified. The above device handling has warned in the instruction manual.